Manufacturer narrative:
Per sales representative, the customer tried three different flow probes from this lot and all were having the same problem. When they bought in a new lot, they had no issues.

Event description:
It was reported that the flow probe/sensor was giving inaccurate reading on the centrifugal system. It would say "backward flow" or "flowing at two or five liters per minute (lpm)", when that is not the case. The device was not changed out. The surgical procedure was completed successfully, there were no delays, no blood loss or no adverse consequences to the patient.